Manufacturer narrative:
(B)(4)

Event description:
Procedure: nephrectomy. According to the reporter: the stapler fired and the artery was dissected laparoscopically. This resulted in a bleed from the artery. The procedure was converted to open. Blood loss was reported as 2 units. Upon inspection, not all staples had deployed.